Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified opening striated, opening puncture, non-penetrate nicks and creases fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool, and a striated puncture due to surgical damage like consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "pain and discomfort in right breast four months post procedure." Device has been explanted.